Manufacturer narrative:
An investigation is under way. Upon completion, the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall on feb 15, 2008 that a customer had problem with a dialysis catheter. The customer noticed pt had cracked adapters, and had to have catheter replaced.